Event description:
It was reported that the catheters were twisted resulting in the patient not being able to fully insert the catheter for use. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed, but the cause is unknown. All of the catheters appeared to be twisted within their packaging, but there was no conclusive evidence to point towards any specific root cause. A potential root cause of the reported event could be packaging material incompatibility due to which the components got damaged within the package, resulting in unusable products and replacement of devices. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were twisted resulting in the patient not being able to fully insert the catheter for use. No medical intervention was reported.